Manufacturer narrative:
It should be noted that the reported incident date was after the product "use by"/"use before" date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event involving the use of an expired product remains unknown.

Event description:
During an atrial fibrillation ablation procedure, an expired product was used. After connecting the catheter to the system, the catheter was inserted into the left atrium chamber under fluoroscopy and completed validation and calibration of contact force parameter, the catheter signal and catheter contact force parameter were detected and temporarily displayed on the screen for approximately one minute and then disappeared. An error message was noted stating: "no contact force thermocouple signal or out of range". The electrical connections were checked and an attempt to restart the system did not resolve the issue. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.